Event description:
Per boston scientific, this lead dislodged and was successfully explanted and replaced with another lead. No adverse patient effects were reported. Date of implant was not made available to us.